Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the keypad inoperable as run/stop button and the hard keys ¿, ¿4¿, ¿5¿ and ¿6¿ were not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of ' keypad inop' was reproduced. The reported condition was verified. The cause of the condition was determined to be a faulty keypad. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.